Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the pump from its case and clean the pneumatic area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the customer to successfully resume insulin delivery.